Event description:
It was reported that when removing the swg, the swg unraveled. This complaint was originally reported as a catheter leak, (see MDR 1036844-2014-00132), however when the sample returned, the swg was found unraveled as well. As a result, a new kit was opened and successfully used to resolve both the dilator and swg issues. A delay was reported, however, there were no additional complications as a result of these occurrences.

Manufacturer narrative:
(B)(4).